Event description:
Pt admitted for video arthroscopy. Pre-op diagnosis of anterior cruciate ligament insufficiency, possible meniscus tear right knee. Procedure performed. Post-op, pt had significant problems regarding distension of thigh and/or knee. Etiology due to poor pressure regulation on inflow pressure pump.